Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400mg/dl. The product will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Insulin pump communicated and calibrated properly with test guardian link transmitter. Device received with the sensor glucose and blood glucose in acceptable range. No auto mode anomaly noted during testing.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.